Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient is in over discharge and hasn't used the device in over a year. The patient presented to upgrade to the new stimulator. It was reported that the issue was resolved. No further complications were reported or anticipated.